Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detail analysis indicated that the allegation towards the lead was not confirmed. The lead passed all wire insertion tests in lab setting.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of an attempted implant procedure. The lead would not track over the wire and into the branch. The device was never in service. No adverse patient effects were reported.